Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3/page 23. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes; chapter 11/page 115. Infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a skin irritation had occurred while wearing the pod between 4 and 24 hours. Patient visited physician and was prescribed claritin and benedryl. Customer reports after starting to use the omnipod system in (B)(6) 2018, her daughter has had allergic reactions to either adhesive or cannula. Customer reports her daughter developed hives after first starting to wear pods. Customer stated hives were not at just site but over her entire body.